Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 (which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material looked like an o-ring in the nozzle, however, the material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. Additional issues were identified. The universal cord/distal end/ connector/control section/related parts, defects of internal parts (no functional defects), defects of the control body internal parts, control plate stopper break / plate crack or deformation occurred due to stress due to handling. The electric safety test failed on the insertion section. The insulation resistance value between distal end and connector was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a problem with the aspiration system on the evis exera iii colonovideoscope. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged due to insufficient or incorrect reprocessing noted at estimation.